Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak occurred coincident with peritoneal dialysis (pd) therapy. The cycler alarmed air detected in cassette and treatment was cancelled. There was fluid in the cassette door when the supplies were removed. The patient did not develop any symptoms, adverse events, or injuries related to the reported event. The patient was given prophylactic antibiotics. The patient was able to complete treatment via continuous ambulatory peritoneal dialysis. Should additional information become available, the file will be reassessed and updated accordingly.